Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The device was sent for bench repair. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed that there was low speaker sound at start up test. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device displayed a speaker malfunction error and the device did not produce sound. It is unknown if the device was in clinical use at the time of the event. There was no adverse event reported.